Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient had experienced several severe hypoglycemic events that did not require assistance. During a review of the patient¿s recent glucose data, it was noted that the patient had not been announcing meals or snacks, despite believing that she had been selecting the ¿usual¿ option. It was suspected that the patient had not been completing the swipe required to deliver the meal announcement. After this was reviewed, the patient confirmed understanding of how to properly announce meals and of the appropriate use of the more, usual, and less options. The patient also reported that she had been overtreating low glucose events, which contributed to repeated episodes of hypoglycemia. Missed meal announcements were identified as a possible cause of glucose fluctuations throughout the day. The patient confirmed understanding of her ketone action plan, alerts, supply-change support, and general use of the device. She was encouraged to contact customer care with any questions regarding meal announcements and to reach out to her healthcare provider with ongoing glucose concerns. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.